Manufacturer narrative:
This is a duplicate report of MFR report # 3006630150-2016-01895.

Event description:
A report was received that the patient had an infection at the ipg site. It was noted that the wound physician assessed the site and it was infected. Antibiotics were prescribed. The patient will undergo a revision procedure wherein the ipg will be replaced and the ipg will be relocated deeper in the pocket.

Manufacturer narrative:
(B)(4). It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the devices history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the ipg site. It was noted that the wound physician assessed the site and it was infected. Antibiotics were prescribed. The patient will undergo a revision procedure wherein the ipg will be replaced and the ipg will be relocated deeper in the pocket.